Manufacturer narrative:
The customer reported occlusion issues during a procedure. The customer called the company rep to assist with troubleshooting. The company rep advised the customer to use a new tip from a custom pak with a different lot number, resolving the event. The surgery was able to be completed. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer's consumable complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finished goods lot number. The device history record (DHR) shows the product was released per product specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse manager reported that during a cataract with intraocular lens implant procedure, there was no aspiration while cutting the lens and a system message indicating occlusion displayed. The cassette and tip were exchanged and the handpiece was exchanged twice, but the issue persisted. The system was then exchanged but the issue did not resolve. The tip was changed again to a different pak lot number and the event resolved. There was a delay of over 45 minutes; as a result, local anesthesia was readministered and general anesthesia was also administered. The case was completed and pt harm has been reported. Additional information has been requested.